Event description:
It was reported the right ventricular (rv) defibrillation lead exhibited high impedance with impedance spikes present in the past. The lead was removed and replaced. During the explant of the lead, the rv non-defibrillation lead was also unexpectedly removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 02:15:03 and (B)(6) 2011 02:15:05. Weekly (B)(4) lead impedance trend data shows an spike increases for max defib and max svc defib impedance=68 to 260 ohms peak between (B)(6) 2010 and (B)(6) 2011. Both leads were returned to the manufacturer for analysis. Distal conductor fractured, the defibrillation conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was tissue on the helix; full lead in segments returned and analyzed. (B)(4): no anomalies found, however all conductors were distorted, the outer insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched; full lead in segments returned and analyzed.